Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer cleared the alarms, and resumed insulin delivery, and if occlusions persist, customer will change out ifs and cartridge.